Event description:
The hcp reported the pt had been experiencing swelling, redness, and pain - site not reported. "No specific infection located. The pump and the catheter were removed. The catheter was reported to be leaking. The pt outcome post surgery was not reported.